Event description:
It was reported that an intraocular lens (iol) was removed and replaced in the same procedure stating "secondary to no posterior capsule, changed to anterior chamber (ac) lens". Follow-up on (B)(6) 2013, indicated that the lens was removed due to insufficient capsular bag support. After the removal of the initial iol, the implanting surgeon performed a vitrectomy. In addition, the surgeon had to enlarge the incision while inserting the anterior chamber lens. The patient was noted to be doing well after the procedure. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The returned sample was inspected at 10x microscope magnification which is our normal inspection magnification. A piece of lens was received for evaluation. No cosmetic conditions related with manufacturing process were identified for a piece of lens. The lens condition is consistent with a lens that has been explanted. Device manufacturing record was reviewed .all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. A review of the manufacturing records showed no deviations or nonconformities. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.